Event description:
It was reported that during a laparoscopic sigma procedure, could only be fired with application of excessive force and there were malformed staples. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Did the device cut? If the device fully cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Was the staple line complete? (B)(6) years old patient, normal weight. Patient's pre-op diagnosis: perforated sigma diverticulitis. No neoadjuvant radiotherapy. During firing the characteristic cracking noise could not be detected. The device could be removed from tissue with some effort. The donuts were complete. The orange indicator was within the green scale. A standardized staple height was chosen. During leakage test (air) the anastomosis appeared to be insufficient. The surgeon made a new resection. In the resected tissue he could see that the staples were unformed. The anastomosis was performed in double-stapling technique. The patient receives a protective stoma as anticipated. The stoma will be reversed in three months. There were no red cell concentrates administered.